Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt failed a functional test. The cause for the failure was isolated to a damaged distribution node pca. The root cause for the damaged dn pca could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt failed incoming testing.